Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer died due to diabetic complications and dementia. Caller stated that the customer was throwing up and throwing up and he collapsed. Caller stated that they took him to the hospital and to (B)(6) and he passed away. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.